Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited clogging with foreign material presence in the auxiliary water channel and the nozzle. Foreign material was also found in the air/water cylinder, jet channel, and air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the investigation did not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.